Event description:
The customer returned the high flow insufflation unit, which is an olympus asset with no reported complaint. During the evaluation of the device, it was observed that one led display segment was not working on the pressure sensor display. There was no patient involvement.

Manufacturer narrative:
B3 - date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the one non-working display segment occurred due to an electronic component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.